Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding the device not working intraoperatively was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument stopped working intraoperatively. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: when asked if the issue was related to the instrument cable the customer responded that there was no issue with the cable and that the wire was exposed at the tip of the monopolar curved scissors only.